Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported during troubleshooting a fluid leak after completing treatment. The patient was advised to discontinue use of the cycler and to contact the clinic nurse. The patient indicated that continuous ambulatory dialysis would be performed. Follow up with the patient indicated that there was no complications as a result of the alleged event. The patient reported informing the clinic of the alleged event. There was no medical intervention. The patient resumed treatment on the replacement cycler. A retrieval kit for the cassette has been sent to the patient.

Manufacturer narrative:
Sample was not available to be analyzed. Ups tracking number was verified and no information was found related if customer sent the sample. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
...